Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the device no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on the right side, and with 250cc mentor smooth round moderate profile on the left side. Per operative report received, the diagnosis was capsular contracture; baker grade IV on the right side, and breast implant deflation on the left side. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.